Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the dermatome was set for the depth of 0.16. When the graft was taken, the device went deeper than what was set. The patient site was treated and new site and dermatome were used for obtaining the skin graft. The issue occurred during a surgical procedure however there was no delay to the surgical procedure and an alternate device was retrieved and used to complete the surgery.

Manufacturer narrative:
The device was manufactured on 10/4/1989 and has no repair history at zimmer surgical since july 2011. The air dermatome device, serial number (B)(4), was not returned to zimmer surgical for evaluation and repair. The product retrieval task was suspended due to lack of customer response. The reported event could not be confirmed and a cause could not be determined.